Event description:
Spontaneous. Pt reported he received IV scig 26g 6mm high flo rms3-2606 and stated that usually they are clear, but this time are tan/cardboard box color. It was not reported if the pt missed a dose or experienced an adverse event due to this. It was not reported if the pt has the discolored product available for return to the manufacturer. Unknown if specialist is aware. No additional information available. Reported to cvs/caremark by: patient/caregiver.